Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. Additional information: d9, h3, h4 and h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over one (1) year since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's complaint was not confirmed as olympus was unable to reproduce the event. A definitive root cause was not identified, however based on the results of the investigation, the event likely occurred due to otv-s300 designs that may cause e333 even in normal condition. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the video processor has a touch panel error was displayed on the otv-s300. The issue was found during preparation on use. The facility finish the therapeutic total laparoscopic hysterectomy with the same device. There were no reports of patient harm.

Manufacturer narrative:
To date, the device has not been returned to olympus for evaluation. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if additional information is provided by the user facility.